Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3389-28, lot# 0205869203, implanted: 2013-(B)(6), product type lead product ID 3389-28, lot# 0205769739, implanted: 2013-(B)(6), product type lead product ID 37085-60, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient was hospitalized for a surgical wound revision the week prior to the report. The cause and details were not available and would not be available. The patient returned to the hospital with a return of symptoms, namely dyskinesia. The right side device had high impedances. High impedances on contacts #10 and #11 (and all pairings) were found (40,000 ohms). The stimulator was programmed using contact #8 and the patient felt fine after this. No other action was plan. It was considered an ongoing event but the patient¿s status was reported as alive with no injury. It was noted to be related to the device/therapy and possibly related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the entire system was explanted on (B)(6) 2014; the device disposition was stated to be unknown. No further complications were reported/anticipated.